Event description:
During preparation for cardiopulmonary bypass, the arterial monitor would not power on. An alternate monitor was employed. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.